Event description:
It was reported that the patient had difficulty charging the ipg and was not getting an adequate pain relief. The patient underwent a revision procedure wherein the ipg and leads were replaced. It was unknown as to why the patients leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility. Additional information was received that the reason for the lead replacement was due to high impedances.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7095068. Product family: scs-linear leads. Upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7074548.

Event description:
It was reported that the patient had difficulty charging the ipg and was not getting an adequate pain relief. The patient underwent a revision procedure wherein the ipg and leads were replaced. It was unknown as to why the patients leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.